Event description:
It was reported that the doctor performed endotracheal intubation and mechanical ventilation for the patient. It was found that the connection between the endotracheal tube and the ventilator circuit was cracked, causing excessive air leakage from the ventilator, which resulted in poor treatment outcomes for the patient and caused harm to the patient's condition. The tracheal tube was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.